Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported experiencing concerns with leaking. Pt stated, he thinks the leak was in the infusion set. Pt reported, there was insulin under the adhesive so he feels the leak was around the infusion set cannula. Pt stated, he discovered the leak due to his blood glucose level rising. Pt manually inserts the infusion set. Pt reported, he does hear the audible click. Pt stated, he has blood glucose readings as high as 381 mg/dl. Pt's target blood glucose range is around 122 mg/dl. Pt reported, he attempted to change the infusion site and bolus to bring his blood glucose level down. Pt discarded the alleged infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.